Event description:
False negative result (s). Customer stated that his family of 6 all used the covid tests twice at different times and they all came back negative for covid. They went to the doctor's office and got tested, it came back positive for covid. The tests either gave all 6 of us false positives on 12 tests, or they're just garbage.

Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.